Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 2.0820" from the distal tip. A piece measuring approximately 6.05mm x 3.96mm was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical thoracic procedure, the tip-up fenestrated grasper instrument broke. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on (B)(6)2025, the customer confirmed there was no other information to report. They cannot release patient information or demographics.